Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called in to report a beep anomaly and high blood glucose levels. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 412 mg/dl. The customer stated she was not happy with the device. Nothing was replaced or returned.